Event description:
Patient was revised on (B)(6) 2000. Patient stated that approximately three months ago he started to experience knee cap movement and noise. Patient called back and stated that some screws backed out and are now floating around his knee. Additional information: patient was revised on (B)(6) 2017 and revised device was returned for evaluation.

Manufacturer narrative:
Corrected data: adverse event/product problem; outcomes attributed to ae; event description; date of implant; product available to stryker; manufacturing site for devices; type of reportable event. Additional information: brand name; product code; common device name; catalog #; date of explant; returned to manufacturer on; PMA/510(k) #. An event regarding damage involving a duracon insert was reported. The event was confirmed by the clinician review and material analysis report. Methods & results: -product evaluation and results: a material analysis concluded: ¿the screw broke in fatigue while loosening from an unknown initial seating position in the base plate. The screw was made from a material consistent with astm f1537 and the support bracket astm f75. No material or manufacturing defects were observed on the surfaces examined.¿ -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿the operative report describes general and spinal anesthesia and the use of a tourniquet. The report notes, "did well until recently, fairly significant poly wear, screw loose and found just in front of knee, tibial insert loose, screw had sheared off, part of threads in tibial component. Were able to remove most or all of the threads in the tibial component, changed to a new duracon l 1 ts insert 16mm. Fixed with new tibial fixation screw. Screw was torqued to 180 pounds, stable and secure. "Uncomplicated surgery was described and the patient was discharged home on (B)(6) 2017.¿ ¿x-rays dated (B)(6) 2017 are an ap of both knees, times two, two laterals of the right knee, and a patellar view of the right knee demonstrating no change except for the loose screw fragment noted in the anteromedial aspect of the right knee. An x-ray dated (B)(6) 2017 is a lateral of the right knee, which is unchanged from the previous description.¿ ¿after fourteen years insitu with a long-stem ts revision total knee arthroplasty, likely repetitive stress on the ts post and screw resulted in cyclic loading and fatigue fracture at the screw fixation site. The revision operative report is not available to confirm appropriate torque tightening of the screw at the initial revision surgery.¿ - product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: based on the records and returned device, the reported event of crack/fracture is confirmed. The material analysis indicated, ¿the screw broke in fatigue while loosening from an unknown initial seating position in the base plate.¿ the clinician review concluded, ¿after fourteen years insitu with a long-stem ts revision total knee arthroplasty, likely repetitive stress on the ts post and screw resulted in cyclic loading and fatigue fracture at the screw fixation site. The revision operative report is not available to confirm appropriate torque tightening of the screw at the initial revision surgery.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised on (B)(6) 2000. Patient stated that approximately three months ago he started to experience knee cap movement and noise. Patient called back and stated that some screws backed out and are now floating around his knee.